Manufacturer narrative:
Information was rec'd from a consumer who is not required to complete form 3500a. Evaluation summary: the ring was potentially damaged while the surgeon was attempting to install it, which may have been caused by the intended instrument for installing the ring not being used. However, the device was not returned and a definitive cause cannot be determined. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the custom band would not fit around the head, therefore, the surgeon had to perform a total hip replacement instead of the planned surgery.